Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation, but to olympus shanghai (osh) in china (returned to osh on 2022-11-17) the evaluation/investigation confirmed the occurrence of the reported white balance failure and detected a colored image (blue) which is the technical cause for the defect of the white balance function. The occurrence of the reported phenomenon was traced back to a defective r-unit. Thus, the reported incident was attributed to component failure. Furthermore, the evaluation/investigation found a damage to the cable unit, which was traced back to wrong handling and, thus, to use error. However, this damage is not directly related to the reported white balancing problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
The video telescope was returned to olympus with a white balancing failure. This occurrence was reportedly detected during reprocessing after the intended therapeutic laparoscopic procedure was successfully completed with the same set of equipment. There was no report about an adverse event or patient injury.